Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the g5 mobile application shut down unexpectedly. Data was not provided for evaluation. Confirmation of the allegation and a root cause could not be determined.